Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information received, the complaint was unable to be confirmed and a root cause of the failure of valve requiring an explant post-operatively could not be determined. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through patient support center and investigation, that a 23mm 3300tfx valve in the aortic position was explanted after and implant duration of 2 months, 8 days due moderate aortic regurgitation. The explanted valve was replaced with a 23mm non-edwards valve. Per medical records, concomitantly mvr of the native valve was performed with a 33mm 7300tfx with good seating and no pvl. Per pathology report, aortic valve prosthesis has leaflets moving freely with no areas of calcification, fibrosis or vegetation.